Event description:
Additional information received reported that the cause of the premature detachment was unknown. The tip detachment occurred during navigation through the guide catheter. There had been resistance when the apollo was advanced, but no resistance when the apollo was being retrieved. The location of the tip was unknown, and it was unknown if there was any kink/damage to any of the other devices.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the apollo microcatheter was returned for analysis inside the inner pouch, a biohazard plastic bag, and a shipping box. ¿ damage location details: the 3.0cm detachable tip was missing and not returned with the apollo catheter. The catheter body appeared to be kinked at 75.2cm from the proximal end of the hub. No irregularities were found with the apollo hub. No other anomalies were observed. ¿ testing/analysis: the apollo usable length was measured at ~164.0cm (specifications: 165.0cm ± 2.5cm). The ldpe coupling tube overlap length was measured to be ~1.16mm, which is within specification (specifications: 1.0mm - 2.5mm). The catheter was flushed with water and found to be patent. The apollo catheter could not be used for resistance with an in-house guide catheter due to its damaged condition. No other anomalies were observed. ¿ conclusion: based on the device analysis and reported information, the customer complaint was confirmed as the distal detachable tip was found to be detached from the catheter. The tip premature detachment can also be caused by the detached joint ldpe overlap length being too short. However, the detach joint ldpe overlap length was measured to be within specifications. The cause of the tip premature detachment could not be determined. Additionally, the catheter body was found to be kinked. It's possible that a kink on the catheter body may contributed to the resistance issue. However, the cause of the damage and resistance could not be determined. Possible cause of the resistance include using a damaged device, and vessel tortuosity. Since the guide catheter was not returned, any contribution of the guide catheter to the resistance issue could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the apollo micro catheter tip was pre-detached. There was no force applied during removal. The catheter tip was entrapped/stuck. There was no vasospasm. There was no surgical or medicinal intervention required. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for onyx embolization treatment. It was noted the patient's vessel tortuosity was moderate. Ancillary devices include a fubuki 8f guide catheter, synchro10 guidewire, sofia 6f.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.